Event description:
Consumer stated: "bristles flatten very tickle and the silicone backing crumbles in kid¿s mouth. Don¿t care how affordable they are nothing should crumble in a child¿s mouth like that." No contact info provided, product not returned.